Event description:
Reportedly, the resume pump alarm occurred. It was found that the customer had manually stopped insulin delivery and forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) of 600 mg/dl. Customer administered a manual injection to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.